Event description:
It was reported that when the patient presented in the hospital after receiving high voltage therapy. The device was found to be in hardware backup, and the device was unable to be interrogated. Patient was in stable condition. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi and inability to interrogate were confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench and low battery voltage was observed. The power on reset was consistent with the momentary dip in battery voltage during hv charging.